Manufacturer narrative:
Unit passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, and self test. During self test, the red led indicator turned on and the vibrator motor vibrated with both functioning properly which indicates the hardware worked as expected. No motor related alarms noted during testing. Unit was successfully downloaded using thump software. On adapt, pump error 41 was recorded on 07/23/2024 at 20:13:00.000. Pump error 43 was recorded on 07/23/2024 at 20:13:00.000. Pump was cut open to perform visual inspection and found no moisture or physical damage to the electronic assembly, motor, or force sensor. P-cap locked into place properly during testing. The following damages were also noted: cracked keypad overlay, pillowing keypad overlay, and scratched case. In summary, customer concern for pump error 43 and pump error 41 confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer received an error in the motor that was detected by reading an unexpected value from hall sensor (pump error 43) and the motor power supply voltage error was detected, this is measured before each single pump stroke, and then continually measured periodically during the entire motor driving period (pump error 41). It was reported that was not exposed to a high magnetic field. Troubleshooting was performed. The customer reported no adverse event. The event involved product(s) mmt-1880l. Customer reported receiving a pump error. The customer was able to clear the error and pump passed displacement test. The pump did not pass additional testing or error table indicated that replacement was required.. No harm requiring medical intervention was reported. Mmt-1880l was requested and customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.